Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the glue on the forceps cover was pealing due to stress. It could not be determined if the stress was due to user handling or another form of stress. The following is included in the instructions for use (IFU) and may help detect the peeling glue: "preparation and inspection inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Further inspection of the returned device found the bending section glue cracked with a leak. The guide bundle illumination was dim due to ten broken fibers. The light guide tube was found buckled and expanding with cracked coating. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that the scope caused a ¿spray arm error¿ in two of the facility¿s non-olympus automatic endoscope reprocessors. There was no patient involvement. The scope was returned for evaluation and found the glue on forceps cover peeling which is considered a reportable malfunction.